Event description:
It was reported that a caregiver (cg) noticed an air bubble in the patient line after priming. The cg was advised to complete therapy by starting over with all new supplies. However, when following up with the cg, it was reported that they did not re-set up with new supplies for the next therapy. The cg was advised to start therapy with new supplies if the event were to reoccur. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where single use supplies were reported to be reused. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.